Event description:
Related manufacturer reference number: 3006705815-2021-02193. It was reported one of the patients leads displays high impedance on all contacts resulting in ineffective stimulation. Surgical intervention may be pending to address the issue. Note: both of the patients leads are being reported as it is unknown which lead is effected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported surgical intervention was undertaken wherein the effected lead was explanted and replaced. Note: it is unknown which lead was explanted so both leads are reported as such.